Manufacturer narrative:
Concomitant medical products: product ID: sed01, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital due to loss of capture on the pacing lead and bradycardia. The pacing lead was capped and replaced. During the lead revision procedure loss of pacing was observed on the implantable pulse generator (ipg) after the new lead was implanted. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.